Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
William had an error 800.8000 in the error log. But he was not able to reproduce it. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: only one occurrence of the error 800.8000 in the log. William was not able to reproduce it. I told william it could just a hick-up in the software. I recommended him to run the test and perform preventive maintenance on the pcu. If it pass all testing and no issue detected, william will put the unit back in circulation. If he can reproduce the error code, he will re-flash the software.

Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4).